Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) had peritonitis during a call to customer support for a separate issue. In additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of drain issues from pd catheter (not a fresenius product). As a result, on (B)(6) 2024, the patient was seen in the outpatient pd clinic and had a manual drain performed. The nurse stated the patient had cloudy pd effluent and fibrin. Therefore, a pd culture was obtained. The pd culture which grew the bacteria coagulase negative staphylococcus. The nurse stated the patient was treated with intra-peritoneal (ip)antibiotic therapy with vancomycin (per clinic protocol). Furthermore, the patient was instructed to use heparin (per standing orders) daily. The patient is recovering from the event. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis and fluid overload event. The nurse indicated the peritonitis is suspected to be due to a breach in aseptic technique.